Event description:
Conflicting results. Consumer received both negative and positive results. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 10 minute result read time. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Additionally, we tested retained devices from the reported lot with positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate positive results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.